Event description:
Healthcare professional (hcp) reported one blood leak on the ca-hp 210 dialyzer. The blood leak occurred in 2001, during use 7. The blood leak was noted visually and confirmed by a positive hemastix result. A new dialyzer and blood lines were set up and the treatment continued without further incident. There was no patient injury reported. The pt was given 1 gram of vancomycin. The pt left the facility in good condition per the hcp.